Event description:
(B)(4). Had a stinging inside my vagina and heavy feeling all around my pelvic area, too much discharge as usual but doesn't get better - went to my gyn on (B)(6) andamp; she gave me medicine andamp; said I had bv, bacterial vaginosis ....this is not cool. If this is common amongst women with essure, due to swelling and inflammation, discharge....something is not right for a long time going to have my surgery this summer, can't take this essure -, still gives me chronic fatigue as well.